Event description:
It was reported that during a lar procedure, the device white tissue pad partially came off while activating in the case. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.